Event description:
It was reported that pump battery depleted too quickly, leading to low power alerts and a shutdown alarm. There was no adverse impact to the customer's blood glucose level. Customer fully charged pump battery, resumed insulin delivery after shutdown, received education about how pump shutdown reset insulin tracking features. The customer declined to further troubleshoot.